Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 450 mg/dl. Customer advised each time they place their site on the right side of their body they have high blood glucose levels. Customer moved the site and advised their blood glucose began to come down. Customer advised they had an incident prior to this where they went to the hospital due to high blood glucose levels.